Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient experienced pain in her pelvis and urinary tract infections. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/15/2021. Additional b5 narrative: it was reported that she experienced erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient was admitted for a cystoscopy on (B)(6) 2017. It was reported that the patient underwent partial revision surgery on (B)(6) 2018.